Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "defib fault 80," "defib fault 108," pacer disabled, "and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.